Manufacturer narrative:
Aware date used as event date is unknown.

Event description:
It was reported via social media that death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. A friend of the patient reported that the patient later died from the watchman. No additional information is known.